Event description:
Pt was here for a cataract extraction and insertion of an iol(intraocular lenses) implant. The lens was opened and put into an alconmonarch iii iol delivery system cartridge. When the surgeon was attempting to release the lens from the cartridge in preparation for insertion, the lens would not come out. A new lens and cartridge had to be opened to complete the procedure.